Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was duplicated. During testing, the pump exhibited a red screen during power up. The cause of the reported issue was due to the software installation process. As a result, the software was installed to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed remediation. During physical inspection, it was found that there was a red screen during power up. There was no patient involvement, no patient injury was reported.